Manufacturer narrative:
E1: facility name and address: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had unclear picture and turns on and off. The issue was found during the setup of device for an unspecified procedure. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a faulty charged coupled device, a failed leak test, cracks and a damaged seal on the connector. Based on the results of the investigation, it is likely the following led to the malfunction: erratic or intermittent display due to a faulty charged coupled device. The most probable cause was traced to a component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.